Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding patient with an implanted neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. The rep called and reported that when attempting to connect to the ins for an impedance test the handset wouldn't connect. The external devices would initially find the ins, but then would not communicate. They indicated the message was displayed and retry had been pressed repeatedly, but it would not connect to complete the impedance test. The caller stated that the or lights are aimed away from the device and there was no flouro or xray in the or. Tss had them turn off the or lights. The caller confirmed that after the or lights were turned off they were able to successfully communicate with the ins and run an impedance test. No patient symptoms were reported.